Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the evaluation. Failure analysis investigation confirmed that the medium-large clip applier instrument has been returned and evaluated by the failure analysis (fa) team. Fa confirmed and replicated the reported complaint. Fa found the instrument to have a failed the clip test. The instrument was placed and driven on an in-house system. The instrument did not fully close the clip onto the test tubing. The root cause of this failure is attributed to user. Additionally, the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.051" offset at the tips. As a result, the clip could not be properly loaded on the grips and caused the clip test to fail. The root cause of this failure is typically attributed to the user, such as excess force applied to the instrument jaws. No images or video were submitted for review. A review of the device logs for the medium-large clip applier (pn: 470327-12/ batch-sequence: n10200817-0007) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2022 via (B)(4). There were 67 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. This complaint has changed to a reportable malfunction due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier would not close to lock the clip. A backup instrument of the same kind was used. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that a backup instrument was used. Patient information was requested but not provided.